Event description:
It was reported telemetry confirmed a critical alarm occurred due to zero ml reservoir volume reached. There was a scheduling error for this patient and her pump did not get refilled in time and showed an empty reservoir alarm on (B)(6) 2015. The patient was older and didn't hear the alarm. The patient was in "excruciating" pain, but didn't know if she actually went through withdrawal. The physician wanted to check the catheter so it was aspirated and then a priming bolus of the pump tubing and catheter was done for a total of 0.405 ml's. The patient received intravenous (IV) dilaudid for the breakthrough pain among other things. The plan was to contact the physician and let him know about the potential bolus. The pump was refilled. The patient was doing good and was receiving effective therapy. The pump was delivering clonidine, bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).